Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. Blood glucose was 80 mg/dl. Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed.